Event description:
It was reported by the rep that the device was used during a low anterior resection. It was reported the surgeon was using the mca clip applier to clip vessels bleeding during the procedure. The several clips failed to properly form. The clips were not closing completely and scissoring at the distal ends. The proximal portion of clip did not close at all. The case was completed using a harmonic scalpel. There was no consequence to the pt.